Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hyperglycemia, ketoacidosis and hospitalization. On december 1st, 2nd and 3rd the patient¿s blood glucose values increased up to 400 mg/dl and 500 mg/dl. The patient tried to lower her values by administering insulin bolus corrections, but without success. On december 3rd, she adjusted her temporary basal rate to +50%, according to her physician¿s recommendation, but the values remained high. On december 4th, she was vomiting and feeling nausea, so she decided to go to the hospital, where she was diagnosed with ketoacidosis. During hospitalization, she was using an insulin pump from the hospital. She was discharged on (B)(6), and started to use her accu-chek spirit combo insulin pump again, but had to inject additional insulin via insulin pen.